Manufacturer narrative:
UDI: (B)(4) the initial reporter¿s phone number is: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was missing ball and the cage was not available. It was noted that the ball bearings came apart, color marker was had fallen off, and the extension sleeve damaged on the device. It was further determined that the device failed pretest for vibration, temperature, cutter insertion and visual assessment. It was noted in the service order that the device could not be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.